Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The patient presented to the emergency room after receiving several shocks. Interrogation revealed that the signal dropped. X-ray showed lead dislodgement. The lead was explanted.